Event description:
It was reported a revision tkr was performed due to femoral implant having increased flexion limiting patient's ability to extend. Surgeon recut the femur and repositioned revision implant to sit in a more anatomical position.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the associated complaint devices were not returned for evaluation. (B)(4).